Manufacturer narrative:
G4: 13apr2020 b4: (B)(6)2020. The biomedical engineer bme identified during preventive maintenance that the screen is damaged. The bme confirmed the reported failure. The touchscreen was replaced and the issue was resolved. The unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported screen damage. The unit was not in clinical use when the issue was discovered, and there was no patient or user harm.